Manufacturer narrative:
Date of this report: 4/16/1998. Approx age of device: 6 mos.

Event description:
After heart cath and angioplasty with stent, pt lost pulses to the right lower extremities. The iab was removed and blood was noted in the balloon membrane. The pt's pulses returned after removal of the iab.